Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a loss of back coverage. The patient underwent a replacement procedure and is currently recovering. The explanted devices were discarded.